Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient got the "out of range" (oor) message on the patient handset. The manufacturer's representative (rep) said the patient was programmed for c+ and all 8 contacts on both leads negative. Technical services (ts) reviewed that low impedance and high settings can cause the oor message. Unable to do troubleshooting because the rep was not with the patient. Rep said he was told by managing healthcare provider (hcp) that the patient has had this oor message 2 or 3 times in the past. The rep said he will call the patient back to discuss the oor issue. Additional information was received. It was clarified that impedances were not run/no impedance issue known. The cause of the oor message was not known at this time. The rep called the neurologist and shared findings. Plans to bring patient into clinic in the near future to try and resolve the issue.